Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the product. Here we found that the shaft was bent. Furthermore, we detected the insulation was damaged. The cause of the cracked / broken down insulation around the distal tip of the instrument is a usage / handling / reprocessing related deviation. There is actually no hint regarding a manufacturing issue. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: failure mode was discussed in psc and evaluation error pattern for monopolar hook electrode 3.5mm 290mm with the result that this case was reportable. A product safety case (psc) was initiated.

Event description:
No changes required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a monopolar hook electrode 3.5mm 290mm (part # gk398r) was used during a procedure performed on (B)(6) 2021. According to the complainant, the device insulation cracked near the distal tip. Reportedly, the instrument cauterized an unintended area of the liver. The complaint device was returned to the manufacturer for evaluation. Although requested, additional information has not been made available. The malfunction is filed under aic reference (B)(4).